Manufacturer narrative:
H.6: results evaluation: after investigation by smiths medical international, this complaint could not be confirmed. As no product was returned for evaluation, the investigation was limited to a review of the following: 1) previous complaints history for this family of products. 2) the customer's completed incident reporting form. 3) technical documentation (drawings, product instructions for use, product labeling). And 4) design review opinion. The review of complaints history confirmed this to be the second complaint of this nature for this range of products. A batch review was not possible as no lot number was provided. A technical documentation review was carried out which raised no anomalies. We have concluded that the root cause of this incident probably relates to the procedure rather than the device used. The user stated that when the clinician placed the tracheostomy tube into the pt, the airway status was checked with a bronchoscope. The tube was found to be in contact with the pt's anterior trachea. We have been advised that under such circumstances, it is normal practice to have removed the tube and replaced it with a tube that did not come into contact with the anterior trachea. All portex blue line ultra ranges of teacheostomy tubes have been ergonomically designed in soft pvc in a range of sizes to suit the vast majority of pts. It is accepted that abnormal pt anatomy can result in contact between the tube and the trachea, particularly in obese pts; however, adjustable flange tracheostomy tubes are available for these instances. Tube dimensions are printed on both the product labeling and instructions for use, to assist the clinician in selecting the apprropriate tube for the pt.